Manufacturer narrative:
The device was not returned for evaluation. A conclusive root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.